Manufacturer narrative:
(B)(4).

Event description:
It was reported in clinic notes that the patient was having painful stimulation at the generator site and the neurologist believed it was due to a "lead leak", but the surgeon assessed it as post-op pain. The pain was described as "sharp electric like jabs" which only occur with stimulation. The patient did not want to turn the device off since it has helped her seizures. Diagnostics were normal but the neurologist still believes there is a lead leak and therefore referred the patient for repositioning or replacement of the generator. Additional clinic notes were received. On 6/15/2020, it was noted that the surgical sites were healing well but the patient had some local erythema without fluctuance or drainage. It was also noted that the patient was still having some shoulder pain. On (B)(6) 2020, it was noted that the site healed with no erythema. It was noted that the device has been shocking her for the past 2 and a half weeks after a friend pulled on her shoulder. The physician had turned down settings and that helped. Moving her arm seems to trigger the sensation. Pain occurred when placing pressure on the border of the device. Output currents were turned off and the symptoms were relieved, and when turned back up to 0.125 ma the pain returned. Normal mode was set to 0 ma and autostim set to 0.5 ma. The surgeon noted that he is not sure why she is having this pain but thinks it is related to soft tissue injury after her shoulder was pulled. Patient was still having pain so she came back in on (B)(6) 2020 and (B)(6) 2020 and was given nerve blockers. It was noted that she has intense pain when the generator site is palpated, diagnosed as post surgical pain. Patient also reported to have some shock sensations in her neck, and said she could not sleep or eat due to burning in her chest. It was noted that if she continues to have the pain, they will consider repositioning or replacing the generator. The generator was replaced due to the pain. The explanted generator has not been received by the manufacturer to date. Information was received from the physician that the intervention was to preclude serious injury, as electrical discharge would be dangerous to the heart. It was noted that the erythema was also believed to be due to irritation caused by electrical discharge, and the generator replacement was intervention for the event. No other relevant information has been received to date.